Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml at 610.6 mcg/day via an implantable pump. The indication for use was not reported. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The hcp denied any electromagnetic interference (emi) or magnetic interaction. The patient had intermittent motor stalls and recoveries since (B)(6) 2018, and the last motor stall had not recovered (B)(6) 2019). Since this time, the patient had increased tone and was also hospitalized due to pneumonia. It was unknown if this was a sudden or gradual change in therapy/symptoms. It was unknown exactly when the patient first started experiencing pneumonia (2018-2019). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was replaced on (B)(6) 2019. The issue was resolved. The patient status was alive - no injury. The patient started taking oral baclofen. The pump would be returned. Contributing factors to the event were unknown. Pump logs from an interrogation on (B)(6) 2019 at 13:58 were provided. Per the logs, the daily dose was 96.2 mcg/day. A motor stall occurred on (B)(6) 2018 at 02:07 with a recovery at 19:50. Another stall occurred on (B)(6) 2018 at 13:16, a stopped pump period may exceed tube set event occurred on (B)(6) 2018 at 13:16, and a recovery occurred on (B)(6) 2019 at 10:07. Another stall occurred on (B)(6) 2019 at 11:31, a tube set event occurred on (B)(6) 2019 at 11:31, and a recovery occurred on (B)(6) 2019 at 16:15.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.